Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.¿ quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handing, which is user error. A review of the device history record (DHR) was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cutter device failed visual inspection due to the burr head being cut off at the shaft with a grinding tool. It was noted that the cutting tool was destroyed. It was further determined that the cutter device was jammed into the handpiece. It was noted in the service order that the device had an unspecified malfunction. The device was returned with a motor device that did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.